Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
Since (B)(6)2015, the customer has obtained questionable high test results for 12 patients using the elecsys prolactin assay (prl) on an cobas 6000 e 601 module (e601) when compared to a customer-designed prolactin method using an ria analyzer. The customer provided test result data for nine patients; of these nine, the results from five patients were discrepant. All results were released outside of the laboratory. Refer to the attachment of this medwatch for all patient data. The customer received a complaint from the physician regarding the discrepant results for patient d. There was no allegation that an adverse event occurred. The e601 serial number is (B)(4). Calibration and qc were acceptable; therefore, a general reagent issue was not likely. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The prl assay detects macroprolactin to a higher degree than some other assays on the market. There may be single samples recovering slightly differently between assays, and this is due to different specificity and sensitivity. Product labeling includes instructions for polyelthylene glycol (peg) precipitation of macroprolactin that can be used in cases of implausibly high prl results. The customer support representative discussed peg treatment with the customer; he stated that they do not perform this in the laboratory for samples analyzed with the roche prl method. Also, the data provided indicated that the customer pre-selected the samples for their elevated prolactin levels. A comparison of all the customer's prolactin samples was not possible and may be different than the data provided. The investigation concluded that macroprolactin assessment is needed for the samples from patients b and d. The customer support representative recommended that the customer perform peg treatment of patient samples to analyze for macroprolactin, and perform a method comparison. The customer stated that he intended to obtain new samples from patients b and d to be analyzed with the prl assay in the customer's laboratory, as well as an abbott method at another facility.